Event description:
Hill-rom received a report a hill-rom tech stating the left side rail would not stay up. The bed was located at the account in storage. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the side rail not latching due to the end tube broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 - 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the end tube to resolve the issue. Based on this info, no further action is required.